Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus noticed the date of g3 for the initial report was not (B)(6), 2021 but (B)(6), 2021. So g3 is corrected to (B)(6), 2021. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the following event occurred since the main circuit board of the subject device was broken. - the image of the subject device disappeared. - otv error e117 - the subject device did not work. Omsc surmised that the subject device sparked due to electrostatic discharge or short circuit of parts on the circuit board.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the main circuit board of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the procedure of otorhinolaryngology with the subject device, the subject device suddenly sparked and the image of the subject device disappeared. Otv error e117 was occurred and the subject device did not work. The user replaced the system including the subject device with another non-olympus system to complete the procedure. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.